Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred and the stent was explanted. Vascular access was obtained via the radial artery. The 73% stenosed, 23x2.9mm , eccentric, de novo target lesion was located in the non tortuous and non calcified ostial mid left anterior descending artery (lad). After pre-dilation, a 3.00x24mm promus element drug eluting stent was implanted to treat the lesion. However, after implantation, it was found that the stent had foreshortened. The stent was explanted and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.